Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) and hematuria. Altered pump sounds that were consistent with potential thrombus could reportedly be heard. The patient's international normalized ratio (inr) was reported to be at therapeutic levels throughout therapy. The pump reportedly seemed to still decompress the left ventricle. The patient was treated with integrilin and bivalrudin and the ldh levels were observed to be returning to lower levels. The patient will continue to be monitored to determine if further intervention is required.